Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: black box data from the date of the reported incident was overwritten due to continued patient use. The suspend history revealed the pump was suspended on (B)(4) 2016 at 10:06 am; no resume time was recorded. The animas vibe user¿s guide page 23 states "if your pump is suspended, the screen will alert you with the ezprime ¿pump suspended¿ screen. You must resume delivery of your pump in order to complete the priming function." Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging issues with the rewind and prime operation of the pump; when rewind is attempted, the pump jumps to the main menu after the cartridge is load and continue is pressed. The distributor stated that in order to prime the pump, the user had to remove the battery and re-insert it. There was no report of an adverse physical event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the rewind/prime issue.